Event description:
During baxter's evaluation of a device, it was discovered that the device displayed a constant downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device in question was evaluated by baxter. Further testing was unable to confirm or reproduce the reported downstream occlusion alarm. The device was repaired to ensure continued accurate downstream occlusion detection.